Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a jacket tear on their driveline. The tear is close to the system controller. It was later communicated that the patient had experienced low flow alarms 1-2 times a day mostly when asleep. The alarms were attributed to right ventricular failure with no other alarms present. The log files were submitted for review. The event log files captured intermittent low flow alarms with elevated pulsatility index (pi) and brief low flow estimates when the pi was elevated from (B)(6) 2026.there no unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the event log. The estimated flows were averaging from 1.9 to 2.4 lpm and pi averaging from 6 to 10.1 during these events. The event log files also captured low power advisories due to battery depletion from 16may2026 to 18may2026, 20may2026 and 22may2026. Despite the reported tear to the driveline, there were no electrical conductor issues seen in the event log. The mechanical circulatory support (mcs) equipment operated as intended electronically and mechanically.